Manufacturer narrative:
Inratio precision data provided by end-user lot 060037, 2006: first test inr = 3.8, second test inr = 3.0., mean = 3.4; sd = 0.56; %cv = 16.6%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision with inratio. Results as follows: 2006: first test inr = 3.8, second test inr =3.0.